Event description:
Customer reported an intermittent iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. System operates as intended. (B) (4).